Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by MFR: device disposition is unknown.

Event description:
The manufacturer became aware of a study from ¿1st orthopaedic department, university of (B)(6)¿ which was published in august 2015. The title of this study is ¿treatment of scaphoid waist nonunion using olecranon bone graft and stryker asnis micro cannulated screw¿ and is associated with the asnis micro cannulated screw system. Within that publication, post-operative complications/ adverse events were reported. It was not possible to ascertain specific device details from the report; a review of the complaint handling database, however, revealed that the event has not been reported by the hospital or by the author of the publication. Therefore, 84 complaint was initiated retrospectively for the different adverse event mentioned in the report. This product inquiry addresses impingement between the screw head and the trapezium. 4 out of 5 cases. The study states: "five patients (6.25%) showed radiographic signs of impingement between the screw head and the trapezium. Three of these patients were symptomatic (radial-side wrist pain), which resolved with screw removal without progression of arthritic changes."